Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unk nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient osteosynthesis for trochanteric fracture of femur with tfna implants. After surgery, on (B)(6) 2021, x-ray showed that the implant had cut through the bone. On (B)(6) 2021, the patient will undergo bha surgery after removing tfna implants. The patient has pain as a health hazard and receiving artificial dialysis. No further information is available. This complaint involves an unknown number of devices. This report is for (1) unk nails: tfna. This report is 1 of 4 for (B)(4).